Event description:
Approx. 2300. Code was called for patient, crash cart set up and defib set for external pads. Defib was charged and failed to deliver shock or discharge. Defib did acknowledge that energy was delivered successfully, although no shock was delivered, as evident from staff and ECG recording. Code cart was removed from room. In 2009 - defibrillator was checked for operation by biomedical engineering and was determined that device was faulty. Using a test defib energy meter, the device was observed to intermittently fail to deliver energy, although display/recorder will document that it was.